Event description:
It was reported that the keypad buttons were unresponsive. The okay, up arrow, and down arrow buttons were said to be affected. No damage was reported and no other functional issues were noted. This complaint is being reported because the keypad button issue could not be resolved at the time of the complaint.

Manufacturer narrative:
Follow-up #1 submitted on (B)(4) 2012. Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection showed no cosmetic defects. The keypad was observed to be fully intact, with no peeling or damage. The contrast, up arrow, down arrow, and okay buttons respond as expected. All keys have normal tactile feel. The keypad was removed to investigate and no evidence of keypad contamination or button contact misalignment was found. The pump cover was removed to inspect the keypad flex and flex connector with no defects found.

Manufacturer narrative:
The initial reporter was (B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.